Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her blood glucose was over 600 mg/dl. She stated she had treated an hour before the time of this report. Following an explanation regarding the sensor end alert that the customer received, customer disconnected the phone call. The device will not be returned for analysis.